Event description:
It was reported that during the implant procedure of a lv lead, the lead could not be advanced within the catheter. The lead was replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The reported event of failure to advance the lead into the catheter was confirmed. As received, a complete lead was returned in one piece for analysis. The lead was unable to pass through the catheter due to the bend observed on the returned catheter. The reported event of failure to advance the lead into the catheter was isolated to the procedural damage observed on the catheter used at the procedure. The s-curve hump height was measured within required performance specification. Additionally, a dimensional analysis of the ring electrodes was performed and was within required performance specification. Furthermore, a visual examination revealed no anomalies.